Event description:
The hcp reported that the pump was explanted after an implant duration of 34 months due to "loss of therapy". The pt was experiencing increased tone and spasticity, itching and nausea. The hcp "attempted to clear catheter with no results. Due to age of pump and catheter diagnostic efforts were discontinued." Reason for explant provided was"? Pump rotor stall". The pump system was replaced. Final pt outcome was not reported.